Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo 25t performed on or before (B)(6) 2023. Although requested, no information regarding repeated and confirmation testing was provided. No additional information, including patient treatment and outcome, was provided

Manufacturer narrative:
The date provided is an estimate as the exact date of occurrence was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Manufacturer narrative:
The date provided in b3 is an estimate as the exact date of occurrence was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo 25t performed on or before 27jan2023. Although requested, no information regarding repeated and confirmation testing was provided. No additional information, including patient treatment and outcome, was provided.